Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and isolated the malfunction to the touchscreen printed circuit board (pcb). The cse replaced the touchscreen pcb. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information from portugal stating that, during patient use, an 840 ventilator had a faulty display. The display was found to be unresponsive. The ventilator continued to cycle. The patient was removed form the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.